Manufacturer narrative:
The complaint is confirmed. The returned used device, item smi-02ap, evaluated per specifications, found the lower jaw broken off. The mechanisms feel normal and there is no noticeable bend in the devices shaft. The needle loads into suture passer with no issue noted. The broken lower jaw was not returned for evaluation. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including to avoid lateral stresses to the instrument or device function may be compromised. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the conmed representative reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial # (B)(4) that occurred on (B)(6) 2019 during a rotator cuff repair procedure involving a (B)(6) male patient. It was reported that during a rc repair, the surgeon loaded a suture of genesys crossft to the autopasser. The lower jaw was broken after pushing the trigger two-three times. The broken piece was removed using a grasper. It is indicated that there was no injury or impact to the patient and the patient's condition is stabilized. The procedure was successfully completed with 20-minute delay by using an alternate conmed suture hook. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
After the initial filing of this report, it was determined the broken lower jaw had been returned to conmed. The return of the lower jaw of the device does not change the original findings submitted on 18july2019. This issue will continue to be monitored through the complaint system to assure patient safety.